Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left basilic vein. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, a 6f non boston scientific sheath was inserted and the lesion part was then crossed with a 0.018 non boston scientific guidewire. Then, first inflation was performed with the peripheral cutting balloon; however, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).